Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a shock impedance of zero. The nurse practitioner indicated the impedances were normal prior to and following this alert. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) occuring at the time of the lead impedance test. The caller declined any further troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that commanded shocks were given and normal impedance measurements were registered.

Manufacturer narrative:
(B)(4).